Event description:
An implantable pulse generator (ipg) was returned from a hospital morgue with no information. Information identified in the manufacture's data base indicated the patient died approximately two months post implant of the device system approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.